Event description:
It was reported by the patient that three stents were placed in the patient's leg. One month later, the patient returned to the hospital and was treated with antibiotic for infection in the stents. Six weeks after that, the patient reported that the stents were fractured and were surgically removed. An arterial procedure was performed in the leg.